Manufacturer narrative:
Customer complaint of failure to interrogate was confirmed. The device helix was measured and found to be stretched out of specification. As received the device was operated in rom mode. Device was in rom mode due to power on reset (por) triggered prior to implant. The cause of por reset could not be determined. Device was recovered to normal mode and electrical and environmental testing was performed and no anomaly was noted. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. A device history record (DHR) review was performed, and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, conductive telemetry failed to be established with the patient's leadless pacemaker. The device was retrieved, and not used. The patient condition was stable.